Event description:
It was reported that the customer experienced a high blood glucose level of 435 mg/dl. The customer had trouble breathing, felt something in his neck, and pressure in both eyes. He did not receive any alarms or alerts. In the alarms history a no delivery alarm was found. The wrong time/date was programmed on his insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.